Event description:
Customer reports, jejunal tube is disconnecting from gastrostomy tube. Barbed connector is missing. The tube is leaking jejunal feeding, blue tube adaptor is not housing the feeding set; as a result formula is leaking. Reportedly, a pt was exposed to "fluoro extensively" as a result of tube replacement. The pt did not receive proper feeding or drainage.